Event description:
It was reported that the patient received a shock due to t wave oversensing and there was low ring to coil lead impedance. The lead was replaced. No further patient complications were reported as a result of this event.